Event description:
Pump infused in 19 hours instead of 44 hours (infusion started on 12/19/2005 at 14:00 and ended 12/20/2005 at 07:30), and the nurse noted that "risk of high toxicity of chemotherapy". The pump was filled with 91ml of 5fu.